Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and informed that one patient sample (identification number (B)(6)) did not process on the atellica im 1300 analyzer. Siemens dispatched a siemens customer service engineer (cse) to the customer site. Siemens is investigating.

Event description:
The customer noted a delay in high-sensitivity troponin I (tnih) testing of one patient sample on the atellica im 1300 analyzer. The customer loaded a patient sample (identification number (B)(6)) at 6:29 a.m., and the sample worklist did not change from a "processing" status. The customer deleted the sample order and reintroduced the sample at 9:30 a.m. The analyzer processed the sample, and obtained a result at 9:54 a.m. There are no reports of patient intervention or adverse health consequences due to the delay in testing.

Manufacturer narrative:
Siemens filed the initial MDR 2432235-2020-00303 on 02-june-2020. Additional information (04-june-2020): the siemens customer service engineer (cse) noted the incident occurred in the morning at approximately 6:30 a.m. The cse noted that maintenances (database optimization and automatic control run) occur during the morning time. The cse changed the settings for maintenances and resolved the issue. Section b3, b6, e1, and e4 are updated with information received from the customer.

Manufacturer narrative:
Siemens filed the initial MDR 2432235-2020-00303 on 02-jun-2020. Siemens filed the first supplemental MDR 2432235-2020-00303_s1 on 01-jul-2020. Additional information (28-jan-2021): siemens reviewed the information provided and identified that the event happened around 6:30 a.m., and a database optimizing and automatic control run was scheduled at that same time. The schedule for the maintenance activity was changed, and the issue was resolved. Siemens verified the operators manual information and confirmed that the database optimization should be performed during "off peak" hours. Siemens explained to the customer that if a sample is aspirated and the database optimizing starts, the result will not be available. Siemens verified no product problem, and the customer is operational. The instrument is performing according to the specifications, and no further evaluation of the device was required. Section h6 is updated with new adverse event problem codes.